Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that a remote transmission showed that the implantable pulse generator (ipg) device had reached the elective replacement indicator (eri). Review of the data transmission indicated the battery voltage was above the eri level and that the battery impedance was at " <(><<)>3000ohm's". It was recommended the patient come into the clinic for a device interrogation and possible reset to clear a potential known eri lock up condition. It was later revealed that the patient required both high atrial output as well as a high percentage of atrial pacing. The device was reset but it was decided to replace the device due to the projected longevity and the physician expressed concern regarding the need for a device change after only four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.